Manufacturer narrative:
Correction: h3. Evaluation summary attached should not had been selected. Device not returned to manufacturer.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with oversensing. Noisy signals were seen on the discriminator channel on the electrograms. While the discrimination channel are not used for device sensing, it was considered a sign of lead integrity issues. Programming changes were recommended. The patient was stable.